Manufacturer narrative:
No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that calibration failure occurred. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. During investigation, found excessive loctite used to glue the downstream occlusion sensor seal onto the bezel. Replaced dso (downstream occlusion) sensor and contaminated battery compartment. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Corrected data: correction " error was found in the device ehl (event history log) multiple times" from the MDR (B)(4). Investigation found no error in ehl.

Manufacturer narrative:
Other text: additional information received by smiths medical/ICU on 07-jun-2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair. No patient involvement was indicated to our technician, at the time these pumps were received at our facility for repair and recertification. H4: correction: device manufacture date: 16-aug-2012.